Event description:
It was reported the tip of the urinary catheter is caught in the packaging. There were no photos provided. There was no harm reported.

Manufacturer narrative:
Device 2 of 3. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 3005778470.

Manufacturer narrative:
No photo or samples have been received to this complaint. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID 1718760 - gentlecath glide fem ch08 (1x30pk) eur and manufacturing lot#2l02753 in amount 84000 pieces in center c2 in december 2022 on packaging machine p006. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. One another complaint was received to lot#2l02753 and malfunction code "uca-pmc11.16 difficult to remove catheter from primary pack during use" - (no photo, 3 affected pieces) to (B)(6) 2025. Also, one complaint was received to this lot and malfunction code "uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" (photo attached, 1 affected piece). According to g905704 v.24.0, point 5.11.9 - no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. During production of lot#2l02753 all test have been carried out, and no discrepancies were found. According to sec. 5.17.10 packaging coordinator - final check of catheters - no welded catheters are allowed. Final check is provided according to il s2, aql 0,65 to inspect products in peelpacks. Control is provided in compliance with tm-437 v.1.0 and results are recorded in g905704 form 2. The percentage of affected pieces against lot is (B)(4). Affected quantity is within aql 0,65. This issue will be monitored through the post market product monitoring review process, sop-000741.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
No photo or samples have been received to this complaint. A batch record review was conducted resulting in the following: urinary catheter in question was manufactured under sap material ID (B)(6) - gentlecath glide fem ch08 (1x30pk) eur and manufacturing lot#2l02753 in amount (B)(6) pieces in center c2 in december 2022 on packaging machine p006. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 3005778470. Review of the DHR showed that all relevant tests required during the manufacturing, packaging and sterilization process had been fulfilled and met the requirements. No nonconformity had been registered during the production process of the mentioned lot. One another complaint was received to lot#2l02753 and malfunction code "uca-pmc11.16 difficult to remove catheter from primary pack during use" - (no photo, 3 affected pieces) to april 10, 2025. Also, one complaint was received to this lot and malfunction code "uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging" (photo attached, 1 affected piece). According to g905704 v.24.0, point 5.11.9 ¿ no welded catheters in peelpack are allowed. Visual inspection is provided according to tm-437 v.1.0. During production of lot#2l02753 all test have been carried out, and no discrepancies were found. According to sec. 5.17.10 packaging coordinator ¿ final check of catheters ¿ no welded catheters are allowed. Final check is provided according to il s2, aql 0,65 to inspect products in peelpacks. Control is provided in compliance with tm-437 v.1.0 and results are recorded in g905704 form 2. The percentage of affected pieces against lot is (B)(4). Affected quantity is within aql 0,65. This issue will be monitored through the post market product monitoring review process, (B)(4).

Event description:
To date no additional patient or event details have been received.